Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The subject device is not available; therefore analysis cannot be performed. From the information available it is likely that the device performance was limited due to procedural factors during use; therefore, a cause of operational context has been assigned to the reported event.

Event description:
It was reported that during the procedure, after the coil (subject device) was placed in the aneurysm, the coil came out of the tip of the non-stryker microcatheter. The coil experienced friction and was prematurely detached. The physician removed the subject device and the microcatheter from the patient as one unit and the procedure was successfully completed with no patient impact.

Manufacturer narrative:
The subject device was disposed of by the hospital.

Event description:
It was reported that during the procedure, after the coil (subject device) was placed in the aneurysm, the coil came out of the tip of the non-stryker microcatheter. The coil experienced friction and was prematurely detached. The physician removed the subject device and the microcatheter from the patient as one unit and the procedure was successfully completed with no patient impact.